Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the cardiac resynchronization therapy defibrillator (crt-d), an alert triggered and it was noted the device encountered a power on reset (por). There were no changes to settings and the records were erased. No actions were taken, and the crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the cardiac resynchronization therapy defibrillator (crt-d), an alert triggered and it was noted the device encountered a power on reset (por). There were no changes to settings and the records were erased. No actions were taken, and the crt-d remains in use. No patient complications have been reported as a result of this event.